Event description:
It was alleged that the set leaked and air was seen in the line to the patient while infusing dobutamine. There was no resultant patient complication.

Manufacturer narrative:
MFR's report date 08/28/98. The set was returned and visually and functionally tested. The set was set up and primed. A leak was noted in the distal portion of the set. Further eval revealed a split in the tubing. Using ram optical we determined that the split in the tubing was associated with plastic deformation of the tubing material and may have occurred during extrusion of the tubing. The supplier investigated the failure and determined that the split was not from the extrusion process. The wall thickness was measured and found to be within spec on both sides of the split. The tubing is extruded at low air pressure and speed, and the supplier suspects the issue appeared post-extrusion handling or process. We were unable to determine the cause of the failure. It is unk what may have caused the noted incident.